Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient reported to the physician for syncope. It was also reported that the lead had high impedance, noise and was oversensing. Follow-up revealed that the lead was explanted and replaced. No further patient complications have been reported as result of this event.